Manufacturer narrative:
The reported condition was confirmed. Failure code 570 indicates damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
Failure code 570:320:844:0000. Ws found in the pump's event history. It is unknown when this failure code occurred or if there was any pt injuty or medical intervention required. No add'l info is available.